Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level is 120 mg/dl. Customer was treated with insulin pump and manual injection. Troubleshoot was performed for high blood glucose level. Customer states that the insulin pump is not delivering proper amount of insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.